Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , e1 ( event site email ).

Event description:
N/a

Manufacturer narrative:
Due to character limitations in e1 - event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that, during a routine check, the cardiosave intra-aortic balloon pump (iabp) touch screen was not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the touch screen cannot be pressed. No repairs have been made, if any more information in the future becomes available then the complaint will reopen.

Event description:
N/a.